Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer was treated with manual injection. The event involved product(s) mmt-441ag, mmt-7040a, mmt-342, mmt-1884l. Troubleshooting was partially performed. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-441ag. No product return is required for mmt-7040a. No product return is required for mmt-342. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and the customer response was that the device will be returned.

Manufacturer narrative:
The p-cap/reservoir does not lock properly. Unit passed self-test. Unable to perform displacement test, rewind test, seating, basic occlusion test, and force sensor test, and dat test due to partially broken retainer ring. Unable to verify delivery anomalies due to broken retainer ring. Unit successfully downloaded to thump. Unable to verify daily total of basal/bolus and all insulin delivered on the event date (B)(6)2025 listed on smartsolve due to insufficient data in the trace/history files. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, missing display window cover, broken reservoir tube lip, cracked keypad overlay and partially broken retainer ring. Unit passed self-test but unable to perform displacement test, rewind test, seating, basic occlusion test, and force sensor test, and dat test due to partially broken retainer ring. Unable to verify delivery anomalies due to broken retainer ring. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.